Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used nor recharged her scs system in approximately 3 years. Reportedly, the issue was confirmed by the abbott representative. As a result, surgical intervention may be undertaken as the next course of action. Follow-up of the manufacturers' database revealed the ipg was explanted and replaced on (B)(6) 2017.

Event description:
Follow-up identified therapy was restored and issue resolved.